Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), 5-pack, proxima centauri was placed in the aorta, but bleeding was higher than usual. Observation showed that blood was leaking from the central part of the indwelling seal. Since the procedure was not too advanced, it was used as it was and the operation was completed safely. It is unknown how much bleeding there was.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25150341 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), 5-pack, proxima centauri was placed in the aorta, but bleeding was higher than usual. Observation showed that blood was leaking from the central part of the indwelling seal. Since the procedure was not too advanced, it was used as it was and the operation was completed safely. It is unknown how much bleeding there was.